Manufacturer narrative:
Bci customer technical support (cts) assisted the customer with troubleshooting and found that the cc reagent syringe was loose and bubbles were in it. The cts advised the customer to replace the cc reagent syringe rod and re-tighten the cc reagent probe fitting. This resolved the issue. Service was not needed for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) indicating the chemistry cartridge (cc) reagent probe was leaking. The customer noticed a puddle under the cc reagent probe. No injury or operator exposure was reported for this event.